Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report.

Event description:
This is being filed to report the mitral stenosis. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. At the one month follow up, the patient returned symptomatic with the mr increased to 4. It was noted the clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the posterior leaflet was damaged. A second procedure was performed on (B)(6) 2020. One clip was implanted, reducing mr to 1-2. It was noted the mean gradient was 8mmhg. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined. The reported patient effects of mitral stenosis as listed in the instructions for use (IFU) is known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.na